Event description:
It was reported that noise and oversensing were observed on egms. A possible lead fracture is suspected. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal portion measuring 47.5cm was returned for analysis. External insulation abrasion was noted at 38.0-38.8cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. A fracture of the inner coil and svc conductor was noted at 36.8cm from the distal tip, due to an overtightened suture. The svc conductor was partially melted at this location. The fracture is consistent with the observation from the field of noise and oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.